Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported an obturator sling was implanted on or about (B)(6) 2009. The patient experienced vaginal/abdominal pain, dyspareunia and multiple urinary disturbances after implantation that required multiple hospitalizations and physician visits.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic subtotal hysterectomy, cystoscopy, and obturator sling implantation on (B)(6) 2010 to treat endometriosis and genuine urinary stress incontinence. The patient experienced vaginal/abdominal pain, dyspareunia and multiple urinary disturbances after implantation that required multiple hospitalizations and physician visits.